Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary rx fully covered stent and delivery system were received for analysis. Visual examination of the returned device found that the inner shaft and outer sheath were kinked at the guidewire access sleeve (gas). The outer sheath was found detached/broken at the outer diameter: proximal exterior tube - endoscope interface (near the guidewire access sheath). Functional evaluation found that it was not possible to deploy the stent using the delivery system as received however, the stent could be manually deployed. No issues were noted with the stent and no other issues were noted with the device. The damages noted with the device were consistent with the application of excessive force during usage. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complaint, during the procedure, the stent would not deploy. The physician removed the stent and completed the procedure using another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the outer diameter: proximal exterior tube (near the guidewire access sheath).